Event description:
Info received - unable to latch intermediate siderail. No injury reported.

Manufacturer narrative:
Technician found that the intermediate siderail was unable to latch due to corrosion. Took apart the rail, cleaned and lubricated to resolve this issue.